Event description:
Approx ten minutes after lma insertion, pt vomited large amounts of food ingested the previous evening and aspirated. Pt was believed to have been npo except for sips of water the night before surgery. Pt was brought into the or at 1115 hours. Postoperatively, it was discovered that the pt had been taking percocet throughout the night prior to surgery. Further treatment info is unknown. There was no report of device defect of malfunction.